Event description:
The customer reproted that the system intermittently produced unusable images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The camera and the image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.